Event description:
It was reported that the patient felt lightheaded. It was reported that patient checked their heart rate and it was forty beats per minute, going lower than set parameters on their implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.